Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. The broken knob was discarded by the hospital staff. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of a neuro coordinator that an a2079 mayfield infinity xr2 base unit had snapped and broke off. Date of the incident was unknown. The customer was connecting the radiolucent base unit to the horseshoe by tightening the knob located on the base unit and while tightening the knob, it snapped and broke off. The equipment was then removed and swapped out to the metal system. There was no injury to the patient, however there was a surgery delay of 20 minutes to swap out the system and resume the equipment set up. Additional information has been requested but no clinical information has been received.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The root cause cannot be determined due to the lack of information received to perform a complete investigation.